Event description:
It was reported that during percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 99% stenosed and calcified lesion was located in the moderately tortuous left anterior tibial artery. A non-bsc introducer sheath 4.5f and .014 guidewire was used with 1.5mm x 40mm x 150cm coyote balloon catheter to dilate the lesion. During the first inflation, the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were recorded and the patients status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed that both the proximal and distal markerbands were cracked and flared. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from two pinholes aligned with the proximal markerband. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty (pta), a balloon rupture occurred. The 99% stenosed and calcified lesion was located in the moderately tortuous left anterior tibial artery. A non-bsc introducer sheath 4.5f and .014 guidewire was used with 1.5mm x 40mm x 150cm coyote balloon catheter to dilate the lesion. During the first inflation, the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were recorded and the patients status is good.